Event description:
Customer reported via phone call that their insulin pump was alarming and they also had a blank display. The blood glucose reading is 283 mg/dl.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display, burnt screen, unexpected alarm or display anomaly was noted. The insulin pump was received with normal operating currents. No damage was noted to the liquid crystal display isolation tape. No unexpected failed battery test alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.